Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection, the stapler caught when opening and closing the anvil. It closed and staples formed properly. They finished the case. There were no patient complications.